Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during initial drain. The technical service representative (tsr) verified that the patient line was not primed to the top and explained the importance of checking that the patient line was primed to the top before connecting. Tsr had the hp close all of the clamps and cycle the power on the hc. Tsr advised the hp to start over with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initiating therapy with an incomplete prime is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.